Event description:
It was reported that one of the two notches of the quick coupling was not engaging the flexible reamer. The surgeon attempted to use an alternate reamer, but that attempt was unsuccessful. Coban material was then used in order to secure the reamer with the coupling and complete the surgery. There was a 20 minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.